Event description:
A malfunction alarm was reported by the customer, identified as malf 3, with a non-resettable malfunction code and a fault ID available. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the malfunctioning pump, which was still under warranty. The customer was informed to switch to a backup insulin therapy and instructed to allow the pump's battery to fully deplete before returning it using a prepaid label within 10 days. The customer understood and acknowledged these instructions, and a replacement pump serial number will be provided when available.